Event description:
Approximately thirty days post stenting procedure; an occlusion of small side branch was identified. The report received from the registry indicated that the main indication for the procedure was stable angina pectoris. The procedure included treatment of a lesion in the mid-left anterior descending artery (mlad), and the first diagonal branch (1st diag). The lesion length was 15mm with a 2.4 mm reference vessel diameter and timi iii. The lesion presented 92% stenosis. The de novo lesion was at a bifurcation requiring double guidewire and was classified as a type b2. The lesion was predilated. Then the 3x18mm cypher stent was deployed to 14 atmospheres (atm) followed by a 2.5x13mm cypher stent deployed at 12 atms. Post dilation was not conducted, post procedure the lesion presented 0% stenosis and timi iii flow. The procedure was completed without any complications; there were no adverse events and the patient was discharged the follow day. During the thirty-day follow up the patient presented with angina pectoris. The patient was admitted to the hospital. There were no ECG or enzyme changes. A coronary angiography showed an occluded minor sidebranch to the diagonal branch. However, percutaneous coronary intervention was not possible; therefore, medical treatment was increased. The event was reported to be ongoing; however with some improvement. During the six-month follow up the patient presented with angina pectoris.

Manufacturer narrative:
The product is not available for evaluation, as it remains implanted. However, a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 13242740 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. This device is distributed outside the united state: however, it is similar to the cypher coronary sds/stents distributed in the united states. This is one of two products involved in the same patient and reported under manufacturing number: 9616099-2008-02420. Additional info will be submitted within 30 days upon receipt.